Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore® excluder® bifurcated endoprosthesis.

Event description:
On (B)(6) 2004, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder® bifurcated endoprostheses.

Manufacturer narrative:
The manufacturing evaluation is going to be completed. Images were requested but not available. Also was involved (B)(4). (B)(4).

Event description:
On (B)(6) 2004, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, the computed tomography scan (CT) showed that an aneurysm sac increased of few mm of the diameter without evidence of any type of the endoleak. On (B)(6) 2015, the physician performed the echo procedure with contrast, and it showed the aneurysm diameter increased of 5 mm. As the echo showed an area of hypodensity in the aneurysm sac, the physician decided to perform an angiography for checking the presence of the endoleak. However, the endoleak was not found. The physician suspected an endotension. On (B)(6) 2015, the physician performed a complete relining procedure and the additional gore® excluder® aaa endoprostheses were implanted in the left and right iliac arteries. It was reported that a gore® excluder® aaa endoprosthesis ((B)(4)) implanted in 2004, was positioned 20 mm below the renal artery. The physician decided to implant an endurant cuff (26 mmx49 mm). No further adverse events have been reported. The patient tolerated the procedure.